Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pulse generator change out, upon interrogation the right ventricular lead exhibited overs sensing due to noise. The patient was also in atrial fibrillation. The physician decided to cap the atrial lead. The patient was in stable condition post procedure.